Manufacturer narrative:
Evaluation result: trip lever, lock nut, backrest.

Event description:
It was reported by service report that the recliner goes into the reclined position by itself. No pt involvement or adverse consequences are reported.